Event description:
It was reported that this device has an incorrect manufacturing date/timestamp recorded within the device's software. The estimated longevity is incorrect. This has no impact on device therapy. There were no adverse patient effects. The device remains implanted.